Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump had an inaccurate delivery issue. The reporter indicated that the patient was diagnosed with dka in a hospital on (B)(6) 2012. He was discharged from the hospital on (B)(6) 2012, at an unspecified time. The patient was reportedly put back on the pump on (B)(6) 2012, before lunch time at the hospital and with a 'weekday' basal program setting. The reporter mentioned that the patient mostly uses the 'other' program. He had a blood glucose (bg) level of '356 mg/dl' around dinnertime on (B)(6) 2012, and his ketone level was high. On (B)(6) 2012, the patient reportedly had a bg level of "215 mg/dl" and he was asymptomatic. The reporter was unaware of which program the patient was supposed to be using. The reporter was advised to consult with a health care provider (hcp) regarding the pump's settings and basal rates. She was also advised to discuss with the hcp about the patient's needs and bg's. According to the reporter, the patient was possibly going through a growth spurt and puberty. The pump was replaced due to an allegation that the device was intermittently unresponsive to keypad button presses. The reporter also alleged that the keypad buttons were sticking. The reporter denied that the keypad was damaged or that there was evidence of moisture in the pump. In addition, she alleged that the pump would switch to the default date and time after each battery change. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.